Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen scratched making it harder to read. Customer reported that the insulin pump had unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.